Event description:
The medical ctr discovered a sterile packaged 20 gauge intravenous catheter had apparent contaminates within the sealed packaging. The item package was noted to be intact by staff, but the apparent contaminate could be seen through the packaging. Time of event was approx 08:53 am on this date of report. The medical ctr immediately removed bd insyte autoguard winged 20ga 1.16 inch catheter, lot number 1066711 from our inventory. Inventory staff also examined other stock with different lot numbers as well as similar items from this MFR. No add'l instances were found.